Event description:
Boston scientific received information that this system (right atrial lead, right ventricular lead and pacemaker) displayed oversensing. Everything checked out fine with the device. Boston scientific technical services reviewed the strips and it looked like the patient had some other procedure the day this oversensing occurred. The field representative will check with the health care professional. Additional information was obtained and indicated that there was no reprogramming performed and the patient did not have procedure on the day of the episode. This system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.